Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis external pulse generator (epg) display was cracked and bleeding. It was also indicated that the hanger assembly was cracked and five case screws were contaminated. The epg was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the external pulse generator (epg) was cracked. The epg was returned for service. There was no patient involvement.